Event description:
After being prefilled and stored in a freezer, syringe plungers are losing their seals, allowing air to enter the barrel of the syringe. This "room air" in turn contaminates the medication intended for IV use. The syringe program provides frozen stability data for drugs up to a yr. Since the syringe packs are promoted along with the program, the product should support the data provided to the customer. (Also see 1001718 and 1001719.) (*)